Event description:
The customer called to report having problems with the sensor prior to being hospitalized for low blood glucose levels. The customer stated that he was getting sensor error alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See also MFR report number 3004209178-2010-81327.